Manufacturer narrative:
Evaluation: the product was not returned for analysis, therefore, the condition of the product could not be verified and visual inspection cannot be performed, the gfd remains implanted. No data regarding product identity was received i.e. No lot or serial number were indicated for the event, therefore, the device history record (DHR) could not be reviewed. The root cause cannot be determined. Additional information has been requested. (B)(4).

Event description:
A customer reported that the day after a glaucoma filtration device implant procedure (gfd), the gfd was observed to be touching the iris. The patient experienced postoperative hypotony. The gfd remains implanted. Additional information has been requested.